Manufacturer narrative:
The lot number was provided for 6 out of 16 malfunctions, therefore, lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the sixteen malfunctions. For fourteen malfunctions investigation is confirmed for perforation. The remaining two malfunctions investigation were confirmed for perforation a however, tilt was unconfirmed. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no - gfxi1484, gfzk0290, gfay1224, unknown).

Event description:
This report summarizes sixteen malfunctions. A review of the reported information indicates that model dl900f vena cava filter allegedly experienced perforation. These reports were received from various sources. The sixteen malfunctions involved patients with no consequences. Of the reported patients, thirteen were male and two were female. Fifteen patient's ages ranged from 36-84 years and three patient's weights ranged from 164 to 243 lbs. The remaining patients' age, gender and weight were not provided.